Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic pseudoaneurysm approx 6 months ago. Vessels were non-calcified and non-tortuous, and the external iliac arteries were narrow. It was reported that the talent stent graft was implanted without complications. The pt has been asymptomatic; however, a follow-up CT showed a type I proximal endoleak. The physician elected to implant a talent thoracic stent graft to successfully resolve the leak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention required - evaluation results: endoleak. Pseudoaneurysm. Conclusion: pseudoaneurysm.